Event description:
It was reported that the tubing of clearlink system continu-flo solution set was separated. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed which observed the tubing was separated from the third clearlink y-site, in the downstream junction. The separated tubing was not returned with the device. Solvent marks were not present at the clearlink junction with the tubing. Dimensional testing was performed at the clearlink y-site housing and found to be within specifications. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.